Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.2, second test inr = 3.5, third test inr = 4.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 4.2, second test inr = 3.5, third test inr = 4.1, mean = 3.93; sd = 0.38; %cv = 9.63. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is not required at this time. Strip lot # was unavailable. No further testing can be performed.